Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Event description:
It was reported that in 2011, the patient¿s device was not working so the healthcare provider (hcp) removed the battery, but decided to keep the leads in because they were sewn in so tightly. The patient's status was undetermined at the time of the report. A supplemental report will be sent if any additional information is received.